Event description:
On (B)(6) 2019, senseonics was made aware of an incident where a patient using eversense cgm system experienced a hypoglycemia event with an alert from the system.

Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The eversense cgm system performed as designed as the patient indicated the device did provide low glucose alerts for the hypoglycemia event she experienced. The patient has not reported any serious injuries and did not require medication attention. The user self-treated the symptoms and reported to be doing fine. The device performed as designed by alerting the patient of her low glucose levels.